Manufacturer narrative:
Manufacturing date: 11/2013. Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 30, 2016 (B)(4).

Event description:
Complaint received from a distributor reporting a packaging issue with the device. Reporter stated that the packaging seal is not well, non-sterile state. The product was not used on a patient and is not available for return.

Manufacturer narrative:
This supplemental report is being submitted after a unused product sample has been received. After review of the returned product and detailed batch review, a discrepancy was found. This warrants further action and a nonconformance will be opened. The complaint will remain open until completion of further investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 22, 2016. (B)(4).